Event description:
Fmc canada reported an internal blood leak, first use. Estimated blood loss 150cc. No medical intervention. No indication of clotting, heaprin dose and method: linear, uf goal: 2.3, 4 hrs programmed.

Event description:
Fmc canada reported (# 1087) an internal blood leak, first use. Estimated blood loss 150cc. No medical intervention. No indication of clotting, heparin dose and method: linear, uf goal: 2.3, 4 hours programmed.